Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges additional surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol 3d max mesh on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol 3d max mesh. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is alleged that the product is defective. As reported, the attorney alleges that the patient experienced emotional distress and sustained personal injury.